Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with approximately 300 units of insulin during the load sequence. Additionally, an occlusion alarm occurred. There was no reported adverse effect to the customer's blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issues; however, the customer did not respond. No additional patient or event information was available.